Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the provided imaging, the appearance of negligible space between the knee arthroplasty and the patella and the reported undersized primary patellar component is likely the contributing factors to the reported event. The current patient status is unknown. The patient impact included the reported pain and subsequent revision with a considerably larger patellar component and an anticipated transient post-operative restorative phase. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions the appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors such as patient age and activity levels, weight, bone and muscle conditions, etc. Generally, the largest cross-section component which will allow adequate bone support to be maintained is preferred. Failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. Additionally, revealed in possible adverse effects that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction, size selected and/or negligible space between the knee arthroplasty and the patella. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed approximately 8 years ago, a revision surgery was performed on (B)(6) 2023, as the primary patella, gns ii biconvex pat 29mm, was undersized and causing pain. The primary patella was replaced with an oval patella 38mm. Current health status of patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).